Event description:
Boston scientific received information that this patient presented to the hospital with complaints of lightheadedness. Upon examination of this pacemaker, intermittent loss of capture and noise were both present on the right ventricular lead. The noise noted on the lead had resulted in oversensing and pacing inhibition. As a result of the loss of capture and pacing inhibition, the patient did experience asystole for greater than 2 seconds at times. The device was explanted and replaced, and the right ventricular lead was surgically abandoned and also replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and will not be returned for analysis as it will not be released by the pathology laboratory at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.